Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed as the returned tasp was fractured. Visual inspection of the returned tasp exhibits signs of repeated use (nicked or gouged) and the post feature has fracture off. Not all pieces were returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause could not be determined with information available as frequency and conditions of use is unknown. This device is considered conforming due to its extended field life and unremarkable manufacturing records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that worn instrument was returned and found to be fractured. Attempts to obtain additional information have been made; however, no more is available at this time.